Manufacturer narrative:
Based on supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.138g/10pcs. There was no sample available for investigation. A photo that was provided by the customer showed blue lint on the gauze sponge. According to supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suction machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. Based on the investigation, there were no abnormalities found during production of the or towels; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. No action will be taken at this time. We will continue to monitor trends for this type of incident.

Event description:
Customer reported that lint from the cotton towel, pwtb04-stm, was found on the gauze sponge from the heart catheterization pack, san21hcnsc. Product issue was found during procedure. There was an approximate delay of ten minutes. The lint was found on the equipment, wire, balloon and ivus (intravascular ultrasound) shaft, and was disposed. There was no injury reported.